Manufacturer narrative:
(B)(4). Sent: 08/24/2004. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass rounx-en-y, the clips did not form properly at the distal tip. No pt consequences.